Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly noted. No damage inside pump noted. The insulin pump alarmed prime during the prime test due to faulty force sensor resistor. We were unable to perform basic occlusion, occlusion, excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.